Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is not available for investigation.

Event description:
E-mail received from the sales rep. Informed that: "yesterday, (B)(6) 2014 I visited (B)(6). I was informed by the nurse that there have been several incidents recently (no dates were given) of air getting into the tubing of the system. These incidents occurred in the neurosurgical ICU. At least one of these incidents resulted in a system being swapped out. Unfortunately, none of the systems were saved or lot numbers recorded. There were no adverse patient or user outcomes reported to me as a result of this issue". Additional information received from the sales rep. On (B)(6) 2014, in a form of a phone call, clarified that two incidents occurred (instead of one initially reported) in the neurosurgical ICU. These two incidents resulted in the system being swapped out. At this time it is unknown if the catheters were also replaced with the systems, or not. No other information available at this time. Sales rep. Informed that if any other information becomes available in the future, he will pass along to us. Information received from the sales rep. On (B)(6) 2014, in a form of a phone call, clarified that the several incidents described in the initial message are in reference to these two incidents reported only. No other incidents occurred. Additionally, the sales rep. Informed that in one of the two incidents, the system was replaced but the catheter was not replaced. The second incident, the nurse flushed the system and the issue was resolved without replacing the catheter and/or the system. The sales rep. Also informed that the air was observed in the system patient line. No other information available. (B)(4).